Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays or operative notes were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the pt has pain and decreased mobility.